Event description:
It was reported that a pediatric patient underwent a biopsy procedure on an unknown date and suture was used. During the procedure, the suture broke; consequently, the procedure had to be converted to open to retrieve the broken suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: provide the specific number of patient events: 1 event. Did the event occur during one or multiple patient procedures 1 procedure. What is the total number of procedures? 1 procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). This is the first time customer is complaining about this product. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - please create a second complain as two sutures broke during one case. Please perform and document the follow up attempt for product return. I have sent off the product already. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: did 2 sutures break intra-operatively during this one patient procedure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem additional h3 investigation summary: the product was returned to ethicon for evaluation. Nine unopened samples that pertain to the product code w8761 were returned for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Corrected information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch tlbatz, mfg date: 10/4/2023, exp date: 9/30/2028 batch tcbcpm mfg date: 3/10/2023, exp date: 2/29/2028. In addition, a review of the manufacturing record evaluation for the possible batch number tlbatz was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: we received an extra sample that does not belong to this complaint: w8761 lot# tcbcpm. Is there a complaint for this device? Was this returned in error? The hospital is not sure which exactly suture was used during the case so please add it to this complaint.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One representative unopened sample that pertain to product code w8761g was received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. In addition, a review of the manufacturing record evaluation for the possible batch number tcbcpm was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a, b7, d9, e1, h6. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: did 2 sutures break intra-operatively during this one patient procedure? Yes. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure ¿ patient under 18, male, further information not available. Date and name of index surgical procedure? Biopsy of the small masses inside the patient's abdomen. The diagnosis and indication for the index surgical procedure? The surgeons had the suspicion that the patient might have a malignancy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Lap. On what tissue was the suture used? Information not available. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Information not available. How was the suture placed (interrupted or continuous)? Information not available. What instruments were used in this procedure to handle the suture? Information not available. Please describe any medical/surgical intervention required for this suture event including dates and results. At the time of the initial lap biopsy the surgery was changed to open to retrieve the needle. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? Information not available what is the physician¿s opinion as to the etiology of or contributing factors to this event? Problem with the suture. What is the patient's current status? Information not available surgeon's name? Mr (B)(6).